Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an abrupt high out of range shock impedance measurement. The patient experienced a fall, which technical services (ts) suspected caused damage to the system. An evaluation was performed with vector breakdowns and isometrics, and all measurements were within range. Ts recommended programming options. No adverse patient effects were reported. This crt-d remains in service.